Event description:
On november 24th, the user contacted dario to report high blood glucose (bg) readings. The user reported that her dario meter showed bg readings of 423 mg/dl and later over 300 mg/dl. Due to these high readings, the user's doctor advised the user to go to the ER where her bg level was tested with the hospital's meter and was found to read 99 mg/dl and 100 mg/dl after calibration of the meter. Multiple attempts to follow up with the user were made, however, no response has been received to date. There is not enough information available to further investigate this case. Therefore, no resolution is available.